Event description:
It was reported that the customer received an auto-off alarm while sleeping. Reportedly, the customer's blood glucose (bgs) level was 239 mg/dl; however, bgs were corrected by clearing the alarm and resuming insulin. Customer indicated that there had been no interaction with the pump since going to bed the night before. During troubleshooting with tandem technical support, customer's auto-off safety feature was verified to be set at 12 hours. Customer understood that the auto-off safety feature can be extended or turned off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.